Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that at implant the lead's helix would not extend after repositioning. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.